Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed control panel. When restarting therapy, the nurse noted low flow or marginal flow message on the device flow rate (fr) was 1lpm. Explained 1lpm was an acceptable flow rate in nicu and to contact for troubleshooting if device did not stay consistently at least 1lpm. Guided to event log and no alarms seem to be there for this therapy. Explained could do a data download once therapy was complete. Patient temperature (pt) was 34.8c, targeted temperature (tt) was 33.5c, water temperature (wt) was 9.5c, flow rate (fr) was 1lpm. As of now the device appeared to be responding appropriately. Device stopped therapy again but was able to get a photo of the alarm (non-recoverable alarm 80 - control processor failed to detect a simulated water temperature fault). Explained the only troubleshooting for this was to turn device off and on which did. Explained device would need to go to biomed if the alarm persists. Upon restart flow rate (fr) was 1.3lpm. Per follow up information received via task on 17oct2025, spoke with nurse who stated the device shut off a third time and would only reboot to a screen asking for a password. They had to remove this device and swap to a second one to finish treatment. Per follow up information received via task on 20oct2025, spoke to biomed who confirmed this device had been received and was in line for repair this week. A control panel had been ordered. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit nicu nurse noticed the arctic sun device stopped therapy and was unsure why. When restarting therapy, the nurse noted low flow or marginal flow message on the device flow rate (fr) was 1lpm. Explained 1lpm was an acceptable flow rate in nicu and to contact for troubleshooting if device did not stay consistently at least 1lpm. Guided to event log and no alarms seem to be there for this therapy. Explained could do a data download once therapy was complete. Patient temperature (pt) was 34.8c, targeted temperature (tt) was 33.5c, water temperature (wt) was 9.5c, flow rate (fr) was 1lpm. As of now the device appeared to be responding appropriately. They also wanted to know why the counter had not started counting down. Confirmed it was set to at target, but claimed patient had already hit target temperature. Again, suggested the data for this therapy be pulled after therapy was completed. Follow up to case (B)(4). Device stopped therapy again but was able to get a photo of the alarm (non-recoverable alarm 80 - control processor failed to detect a simulated water temperature fault). Explained the only troubleshooting for this was to turn device off and on which did. Explained device would need to go to biomed if the alarm persists. Upon restart flow rate (fr) was 1.3lpm. Per follow up information received via task on 17oct2025, spoke with nurse who stated the device shut off a third time and would only reboot to a screen asking for a password. They had to remove this device and swap to a second one to finish treatment. Per follow up information received via task on 20oct2025, spoke to biomed who confirmed this device had been received and was in line for repair this week. A control panel had been ordered.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit nicu nurse noticed the arctic sun device stopped therapy and was unsure why. When restarting therapy, the nurse noted low flow or marginal flow message on the device flow rate (fr) was 1lpm. Explained 1lpm was an acceptable flow rate in nicu and to contact for troubleshooting if device did not stay consistently at least 1lpm. Guided to event log and no alarms seem to be there for this therapy. Explained could do a data download once therapy was complete. Patient temperature (pt) was 34.8c, targeted temperature (tt) was 33.5c, water temperature (wt) was 9.5c, flow rate (fr) was 1lpm. As of now the device appeared to be responding appropriately. They also wanted to know why the counter had not started counting down. Confirmed it was set to at target, but claimed patient had already hit target temperature. Again, suggested the data for this therapy be pulled after therapy was completed. Follow up to case 040098. Device stopped therapy again but was able to get a photo of the alarm (non-recoverable alarm 80 - control processor failed to detect a simulated water temperature fault). Explained the only troubleshooting for this was to turn device off and on which did. Explained device would need to go to biomed if the alarm persists. Upon restart flow rate (fr) was 1.3lpm.